Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the left ventricular (lv) lead had failed to capture. The lv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.